Event description:
On october 4, 2006, the customer reported to bsc that during an egd procedure for a male patient (age unk), the resolution clip device broke into two pieces during deployment. Both pieces were removed from the patient. The patient did not sustain any complications or ill effects as a result of this issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.